Manufacturer narrative:
Cmp (B)(4). Report source foreign: australia. Other: device evaluation could not be performed as part# and lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00089. 3002806535 - 2023 - 00090. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a partial knee replacement at an unknown date. Subsequently, after 18 years, the patient underwent revision surgery for unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: item#: unknown; :lot#: unknown; item name: unknown oxford tibial component. This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to dislocation and loosening of the femoral component.